Event description:
It was reported that during a roux-en-y, the device did not fire all the way, it did not staple correctly and it did not close entirely. The tissue was over sewn to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. The analysis results found that the cdh29 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.